Event description:
It was reported during an unknown procedure, the device misfired. No other details are known. No patient impact reported.

Manufacturer narrative:
(B)(4). Damaged release button. The analysis found that one device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife was not on the home position. Due to the returned condition of the device, no testing could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.